Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 550:320 alarm was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by a loose speaker harness in the rear houring. The speaker harness was re-connected to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 550:320, which occurred upon device power-up. During product evaluation by baxter service technician, it was determined that the device failed to audibly alarm when the event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.